Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. On an unspecified day, line a of the pump was programmed to deliver osmotan at a rate of 31ml/hr. Line b was programmed to deliver clonazepam and the deliveries were started. No further programming parameters were provided. A new bag of osmotan was started. After an unspecified length of time, air bubbles were noted in the tubing distal to the pump. Reportedly, the air bubbles appeared many times every hour and were 6mm in length. The pump did not alarm. The tubing set was replaced and the therapy was resumed using the same plum pump. After an unspecified length of time, air bubbles were noted distal to the pump once again. The pump was removed from clinical service. Therapy was resumed using a replacement pump with no further reported incident. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.